Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller mentioned that they had reviewed with manufacturer representative (rep)  previously that when they charge the implant, their hip tends to get real warm where the implant is. Pt denied the external equipment getting hot and stated when they move the paddle away their skin feels warm. Pt stated it was not bothersome to them, and they keep their pants between the paddle and their skin now. Patient services (pss)  reviewed normal temperature increases with charging and discussed the option of changing the recharging settings to lower the temperature. Pt stated it takes them an hour to charge now, so they'd rather not have it take any longer since it's difficult to sit still for an hour. Pt reiterated that it was not bothersome. Pt will monitor the issue and call back if it worsens or becomes bothersome. Additional information was received from the patient (pt). The pt reported that their charger moved from their body and was a little hot but not much, more like warm. Pt removed it and let it cool and it was no longer warm. No other actions taken.